Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, error m 02 occurred on the erbe, the customer removed cables and performed multiple power cycles with no change. Customer connected a force triad generator with energy activation cable and was not continuing case with backup generator. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed robotically but with the forced triad (medtronic) generator. There was no patient injury. There was delay of approximately 15 to 20 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found errors were confirmed and replicated. Additional errors were recorded and noted as concerns, including u 04, c 71, 3 71, c 48, 2 07, m 02, 4 87, c 82, 1 71, 2 71 and m b1. Visual inspection found no issues which may relate to the reported event. However, securing rings for rear I/o connections found loose; rings lightly tightened. Slight scrape also noted on top heatsink fin. Unit tested on system, presents m 02 3/m 02 error on startup. M 0b, m 02, c 00 errors in system logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator.